Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E3 occupation: theatre service manager. E1 event site name: (B)(6).

Event description:
Getinge became aware of an issue with one of our operating table 770001b2 - corin mobile operating table. During the reverse trendelenburg movement, the table stopped in a tilted position and could no longer be operated, including through the override mode. Due to the loss of table functionality, the clinical staff removed the patient from the table and continued the procedure using another operating table. We decided to report the issue based on the potential for serious injury if the situation, namely inability to position the table during procedure, was to reoccur.